Manufacturer narrative:
The results of device history review showed that all relevant tests performed during manufacturing process and final product release had been fulfilled and met the requirements. No non-conformity of this nature had been registered during manufacturing process. This complaint will be closed without further action. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/16/2015.

Event description:
The complainant reports the feeding tube was placed in situ 'only to find distal tube blocked'. When the feeding tube was removed and examined by the facility staff, it was reported to appear 'closed'.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional info become available, a f/u report will be submitted. Reported to the FDA on 01/02/2015. Manufacturing site: (B)(4).